Event description:
It was reported that the patient was revised due to the cup loosening which the surgeon assume that it was due to osteolysis or due to the malalignment from the primary surgery. The original implants were all stryker products. The lot number of the reported devices could not be found.

Manufacturer narrative:
Device not returned. No evaluation will be performed. Additional information has been requested, and if received will be supplied on a supplemental report.